Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported receiving an error alarm. Nurse stated that the insulin pump reboots and then goes back to the alarm. Customer was unable to clear the alarm as the buttons on the insulin pump were unresponsive. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed constantly due to cold solder joint at connector on mother board. The insulin pump received with minor scratches on lcd window.